Manufacturer narrative:
Device evaluation: one device was returned for investigation. The pilot valve was not found during the visual inspection; complaint was confirmed. No lot number was provided, therefor no device history report (DHR) review could be completed. This problem is caused by the handling of the product, therefore the root cause could be due to the improper use of the product. No corrective actions are required since the root cause could be due to improper use of the product.

Event description:
It was reported that a respiratory therapist (rt) was completing a patient assessment of tracheostomy tube balloon volume. Upon assessment the cuff was noted to be deflated, and rt found that valve on pilot balloon was missing. Patient (pediatric) was chewing on pilot balloon at time of assessment . The rt was unsure if the patient chewed valve out of balloon or if it fell out as rt was unable to locate the valve. Tracheostomy replaced.

Manufacturer narrative:
Manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.